Manufacturer narrative:
Investigation was performed on march 16, 2015, and it was confirmed that the foot pedal cord was defective which caused the reported malfunction of the unit during case.(B)(4)

Event description:
The date of the event is currently not known. Should it become available a supplemental report will be submitted. Customer stated that the tumescent infiltration pumps pedal is not functioning properly.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.